Event description:
It was reported that the device had reached eri prematurely. This was further complicated by the patient's complete dependency on the device, which prompted to have the patient admitted with external pacing. It is believed that the depletion may have been due to programmed high output. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the premature battery depletion. Longevity calculations showed that the device longevity was outside normal limits. Further analysis on the bench found the battery depletion to be caused by high current from an anomalous integrated circuit component on the hybrid.